Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. B17, c20, d15, g04060 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000468, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that system was unable to take images during a case as when attempting to take fluoro images, the system would not take images and shut itself down. No further information received.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and replaced inverter and x-ray tube and performed the necessary calibrations. System check is good and operational. B04060, g04134 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222, serial/lot #: unknown; product ID: bi71000901, serial/lot #: unknown; product ID: bi71000469, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2.h6): the component was returned to the manufacturer for analysis. Analysis found that the unable to confirm reported complaint. Visual inspection confirm loose capacitor busbar connection. Capacitance of all the capacitors passed and within range. B01, c19 ,d14 are applicable. H2.h6); the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Visual inspection confirm x-ray tube is leaking oil. Bubbles in the oil window confirm reduction in oil level and the cathode seam. The large and small filament resistance of the cathode and anode passed and within range. B01,c02,d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000468, serial/lot #: (B)(6) rev. A; product ID: bi71000901, serial/lot #: (B)(6) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No add info received.